Event description:
Procedure: nephrectomy. According to the reporter: after three hours of use, the device could not grip tissue firmly and could not cut sharply. Opened another device to complete procedure. There was oozing. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended mor than 30 minutes. No patient harm.

Manufacturer narrative:
(B)(4).